Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. Dents and scratches were seen on the insulation. The instrument passed the insulation scan test. IFU 1000401070 states "before use, ensure that there are no breaks, chips, cracks, scratches, tears, or missing/loose components on the shaft insulation, handle, or housing. Do not use the instrument if any of these defects are present as this could cause unintended electrosurgical burns and life threatening complications. If damage has occurred, discontinue use and return the instrument for repair or replacement." The probable root causes are normal wear, user misuse and improper sterilization methods. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.